Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the circumstance that led to the coupling issues was that the battery flipped over inside the patient's chest, preventing recharging. Steps taken to resolve the coupling issues included a surgery to reposition and secure the battery again.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. Product ID: 3587a25, lot# n339579, implanted: (B)(6)2012, product type: lead. Product ID: 3587a25, lot# n339579, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n339610, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n339610, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37751, product type: recharger. (B)(4).

Event description:
The consumer reported that they were unable to recharge their implantable neurostimulator (ins). The patient repositioned the antenna and tried to recharge again but had 0 coupling bars. These issues started the night prior to the report. The antenna locate feature was used and the patient tried recharging again but the issue did not resolve. The antenna was damaged and the patient was sent a replacement antenna. Even with the new antenna the patient was unable to get any coupling boxes so the patient was sent a replacement recharger. The new recharger did not resolve the coupling issues either. After about 10 minutes of attempting to recharge with no coupling boxes the recharger would shut off. This happened with the previous recharger as well. It was reviewed that the recharger was supposed to shut itself off if it could not find the ins during recharging. They were able to communicate with the ins using a different external device. Antenna locate was attempted again but they were still not able to get any coupling boxes. There were no symptoms reported. No causes, outcome or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.